Event description:
It was reported that this pacemaker had 3.5 years battery remaining and was part of premature battery depletion advisory. In addition, the power consumption of this device has been steady at 37 microwatts which was only 87 percent expected. This device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had 3.5 years battery remaining and was part of premature battery depletion advisory. In addition, the power consumption of this device has been steady at 37 microwatts which was only 87 percent expected. This device was explanted. No additional adverse patient effects were reported. Additional information was received indicating that this pacemaker remained in service due to the patient decided not to have the pacemaker replaced after discussion with the physician. The advisory was determined outdated and not the most recent one from last year for the device of the patient. Recommendations for managing hydrogen-induced premature battery depletion include remote monitoring.